Manufacturer narrative:
Qn#(B)(4). Additional information was received from the customer indicating that the product code originally reported was incorrect. The correct product code is a product that is not sold in the us; therefore, the initial report submitted on 12/03/2020 should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "the mechanism jammed when the blade and greenlight led handle were connected. Both components cannot be folded or disconnected anymore, not even by force". The issue was detected prior to patient use. No patient involvement reported.